Event description:
Pt was placed on medtronic insulin pump on (B)(6) 2016. Education given by MFR rep to pt. On (B)(6) 2016, the pt's mother contacted the MFR rep with reports of low blood sugar. Instructions given to change insulin basal rate and carb ratio. Settings reviewed and read back correct new settings. On (B)(6) 2016, another call to report low blood sugar was placed by the pt's mother to the MFR rep. A basal rate change was made with read back of the correct adjusted settings. Other instructions given for proper management of food intake requirements based upon blood sugar readings. On november 7, 2016, the MFR rep contacted the pt's mother and was informed that the pt had passed away on (B)(6) 2016 in her sleep. It was stated that the pt had reported a low blood sugar at some point prior to going to sleep that night.